Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fractured strut, perforation, tilting with the ivc filter. The ivc fitter is tilted anteriorly at the superior end and is embedded in the ivc wall. The ivc filter is tilted laterally at the inferior end but does not contact the ivc wall. All the struts of the ivc up to 8mm. One anterior strut perforates the ivc wall 5mm and contacts the bowel. One medial strut perforates the ivc wall 6mm and contacts the aorta. One medial strut perforates the ivc wall 6mm and resides within the soft tissue. One fractured strut perforated the ivc wall 8mm and contacts the l3 vertebral body. One posterior strut perforates the ivc wall 5mm and resides within the soft tissues. One lateral strut perforated the ivc wall 7mm and resides within the soft tissues. There is calcific density within the lumen of the ivc filter. This may represent calcification from long standing thrombus. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The catalog number and lot number are unknown; if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Per the implant records the patient was reported to have a history of morbid obesity, diabetes mellitus, hypertension, hypercholesterolemia, multiple lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient was admitted to the hospital complaining of shortness of breath following an extended bus ride and was found to have bilateral large pulmonary embolism. Given these findings, implantation of the inferior vena cava (ivc) filter was advised. The patient was taken to the operating room and was then sedated. The right groin was cleaned and draped in the usual sterile fashion. The right femoral vein was accessed and cannulated. A glide wire was placed into the ivc under direct fluoroscopic guidance. The dilator and introducer kit were placed and positioned at the level of the ivc in the iliac vein. An ivc venogram was performed. The caliber of the ivc was deemed acceptable for ivc implantation and the renal takeoffs were identified. A trapease filter was then deployed at the body of l3, at the bottom of l2 to the body of l3. The completion venogram performed showed good placement of the filter. The patient was transferred to the recovery room in stable condition. Approximately fourteen years and five months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. About a year later, the reformatted images were submitted for review of the ivc, filter position, and related findings. The review findings reported the superior end of the cordis trapease permanent ivc filter at the l2-3 interspace. The infrarenal ivc filter is perforating through the ivc with multiple struts extending extraluminal as well as multiple fractured struts. The ivc filter is tilted anteriorly at the superior end and it is embedded in the ivc wall. The ivc filter is tilted laterally at the inferior end but does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One anterior strut perforates the ivc wall 5mm and contacts the bowel. A medial strut perforates the ivc wall 6mm and contacts the aorta; another medial strut perforates the ivc wall 6mm and resides within the soft tissues. A fractured posterior strut perforates the ivc wall 8mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 5mm and contacts the bowel, and a lateral strut perforates the ivc wall 7mm and resides within the soft tissues. No hemorrhage and no thrombus was seen within the ivc. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting of the filter, filter embedded in wall of the ivc, and fractured filter struts retained in the body, becoming aware of these events approximately fifteen years and eight months after the filter implantation. The patient further reports experiencing pain post implant on the right side of the body and anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fractured strut, perforation, and tilting with the inferior vena cava (ivc) filter. The ivc fitter is tilted anteriorly and laterally and at the superior end is embedded in the ivc wall. All the struts of the ivc up to 8mm. One anterior strut perforates 5mm and contacts the bowel. One medial strut perforates 6mm and contacts the aorta. One medial strut perforates 6mm, one posterior strut perforates 5mm and one lateral strut perforates 7mm and all reside within the soft tissue. One fractured strut perforated 8mm and contacts the l3 vertebral body. There is calcific density within the lumen of the ivc filter, this may represent calcification from long standing thrombus. The patient reported becoming aware of the events approximately fifteen years and eight months post implant. The patient also reported pain post implant on the right side of the body and anxiety related to the filter. According to the implant record the patient had a history of morbid obesity, diabetes mellitus, hypertension, hypercholesterolemia, multiple lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient was admitted to the hospital complaining of shortness of breath following an extended bus ride and was found to have bilateral large pulmonary embolism, the indication for the filter implant. The filter was placed via the right femoral vein and deployed at the body of l3, at the bottom of l2 to the body of l3. The completion venogram performed showed good placement of the filter. Approximately fourteen years and five months post implant, an abdominal computerized tomography (CT) scan was performed to evaluate the filter. The original radiology report was not provided, and the reformatted images were submitted for additional review approximately one year after the scan was performed. The results of that review were initially reported and stated above, in addition to no hemorrhage and no thrombus was seen within the ivc.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed.the trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Trapease ivc filters are indicated for permanent placement. Calcified thrombus within the device or the ivc and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced these events include pre-existing co-morbidities, pharmacological issues and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety and pain do not represent a device malfunction and may be related to underling patient specific issues and comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section a3 (gender)